Event description:
The subject device was used during a total laparoscopic hysterectomy. The ptfe pad of the device was partially separated when the procedure was finished. The procedure was completed with the subject device. There was not pt harm reported.

Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), therefore could not evaluate the referenced device. Osmc received the photo of the device and investigated the photo. As a result, osmc confirmed that the ptfe pad was partially peeled. The manufacturing history was reviewed, with no irregularities noted. The exact cause of this issue can't be conclusively determined. But based on the similar cases, there was a possibility that the ptfe pad was partially peeled since the user continued activating output without contacting tissue (including after the tissue already cut) for an extended time. The instruction manual of the subject device already states. This report is being submitted as medical device report in an abundance of caution.